Event description:
It was reported that bd insyte autoguard crack in hub with blood leak. The following information was provided by the initial reporter: when the IV catheter was inserted into the patient it started leaking blood around the green hub part of the catheter. It was discovered that the green hub had a crack through it. Customer response on (B)(6) 2025. Can you please provide an exact date of event? 02-17-25 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient required a second venipuncture to be performed due to failure of the initial catheter.

Manufacturer narrative:
D. Potential lot (batch) #s provided: our best guess is either lot # 4222173 or 4310980 based on unused product in storage. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of a leak was confirmed, and the cause was attributable to a circumferential crack in the green catheter adapter, which appeared to be manufacturing related. The adapter was intact and in one piece; however, the adapter was broken, and the plane of the break was adjacent to the push tab.

Event description:
No additional information.